Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 1000 mcg/ml of gablofen at 410 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient was having their pump replaced that same day due to the pump being linked to the "fb field communication". No active therapy or product problems were reported at the time, i.e. Motor stalls. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2020. Report source updated to reflect the information received on 2020-feb-07. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-feb-07 from the manufacturer's representative (rep). It was reported that the (B)(6) first reported the pump replacement to the rep. Replacement of the pump did resolve the issue. The patient's weight at the time of the event was unknown. The pump would not be returned for analysis as the explanting facility does not allow contaminated products to be taken outside the hospital. No further complications were reported.

Manufacturer narrative:
Corrected to include language indicating that the information was received from the healthcare provider (hcp) via a manufacturer's representative on 2020-feb-07. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2020-feb-07 from the healthcare provider (hcp) via the manufacturer's representative (rep). It was reported that the university of washington first reported the pump replacement to the rep. Replacement of the pump did resolve the issue. The patient's weight at the time of the event was unknown. The pump would not be returned for analysis as the explanting facility does not allow contaminated products to be taken outside the hospital. No further complications were reported.